Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that three hours after inserting the sensor, they received a lost sensor alarm. After removing the sensor they found that it was missing the electrode. The customer's blood glucose level was unknown. No further details were provided.